Event description:
A caller reported that the charging supplies became hot to touch, and the pump was not being charged at the time of the issue. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.